Event description:
It was reported that following a procedure in 2002 an angio-seal device was successfully deployed in the left femoral artery. Hemostasis was achieved. Dorsalis pedis and posterior tibialis pulses were audible on doppler. Twelve days post-deployment, the pt returned to the hospital complaining of pain in the left leg. Duplex ultrasound revealed diminished blood flow through the left common femoral artery. The pt was transferred to the cath lab where an angiogram revealed an obstruction consistent with the ultrasound. In addition, a faint shadow was noted outside the artery which was symmetrical in shape and similar in size to the compacted collagen. The obstruction was not pulsatile. Angioplasty, was performed with improved blood flow to the profunda. The pt is recovering.